Event description:
Philips received a complaint by the customer on the v60 indicating that a 1201 "patient circuit occluded" error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1201 "patient circuit occluded" error occurred. A repair quote for the replacement gas delivery system (gds) was sent to the customer for approval. Resolution and disposition: ongoing.

Manufacturer narrative:
A repair quote for the replacement gas delivery system (gds) was sent to the customer for approval, but the customer ultimately did not accept. A philips service engineer was therefore not able to evaluate or repair the device, and no work order was generated. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.